Event description:
Baxter china reported "crack occurred after half month of use" of the transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.